Event description:
It was reported that the patient presented with syncope. Interrogation of the device indicated that it was at eol, and stimulation was ineffective. The patient was stable before, during and after the procedure. The device was explanted and replaced.